Manufacturer narrative:
(B)(4). The return of the incident unit has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the unit is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that a patient received a second degree burn on the neck during a procedure. The patient had been prepped with an alcohol-based prep solution. A spark from an unknown type of instrument in use ignited and caused a flame, which burned the patient. Additional questions have been asked to the site contact regarding patient outcome, concomitant instruments in use during the procedure and the type of generator in use at the time of the incident. To date, the site has not supplied additional information.